Event description:
On (B)(6) 2026, this event was initially received as a customer complaint through a local representative in the united states. During surgery, drilling was attempted using a drill bit with targeting device for insertion of the distal locking screw of the dyna locking trochanteric nail (size: 200 x 11 x 130). It was confirmed that the drill bit fractured while it was being inserted when the hole alignment had not been properly achieved. During additional investigation on (B)(6) 2026, information was received that the fractured drill bit had not been completely removed, and additional information was requested to clarify the details of the event. On (B)(6) 2026, further information was received that the fractured drill bit tip remained in the patient's body. The remaining body portion of the drill bit was confirmed to have been discarded locally after the surgery, and the surgery was completed without insertion of the distal locking screw. On (B)(6) 2026, additional information was received indicating that x-ray images showing the retained fractured tip were not available. The operating surgeon stated that there was a potential risk associated with the retained fractured tip; however, surgical intervention, including revision surgery for removal, was not considered necessary. It was further reported that no additional treatment or removal procedure was planned. The patient's hospitalization was not prolonged due to this event, and the patient was informed of the retained drill bit tip and the related information. No adverse patient findings have been reported to date after the surgery. The targeting device used with the drill bit has been requested for return in order to investigate the cause of the fracture, and a detailed investigation will be performed once the returned device is received. A supplemental report will be submitted when additional information and/or investigation results become available.